Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pain, tingling thigh following the procedure. The doctor kept patient under observation overnight one night, the day after that was gone, there was a small gene .the patient was better, the doctor let her out. The doctor may be too turned the ancillary. The anchor may be far behind the membrane, after the muscle. It can be turned before pushing the ancillary and there may be a hematoma ?